Manufacturer narrative:
Investigation summary: no samples were received. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can¿t be determined as no samples were received. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 37th complaint for lot # 8324761 for this type of defect or symptom. Previous complaints (B)(4). There was no documentation for this type of defect during the entire production run of this batch. Root cause description: undetermined. Rationale: CAPA not required at this time.

Event description:
It was reported that needle 30x1/2 rb was clogged. The following information was provided by the initial reporter: "on 2020.03.10 we had received the feedback from the customer in (B)(6) that one injection needle head was found to be blocked during the use of 8324761 batches of injection needles on (B)(6) 2020 please make an investigation into the needle blockage problem and provide the investigation report."